Event description:
Pt had 28.5 mm gore excluder endograft placed at outside hospital (parma hospital, parma, ohio) for abdominal aortic aneurysm. Since surgery, he has a type I endoleak and growing aneurysm. He presented to our hospital 2 years after placement. CT scan and aortogram confirmed type I proximal endoleak. The device had not migrated and sat at the level of the lowest renal artery. The pt appeared to have had a angulated short neck which was 28mm in diameter and was responsible for the inadequate seal and proximal endoleak. Pt developed severe back pain and underwent emergent removal of his endograft and repair with aorto-bi-iliac bifurcated dacron graft.